Event description:
It was reported that prior to use for an unknown procedure, the system shuts down during working and does not turn on for some time. It was not noted how the case was completed. No patient consequence.

Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. Based on analysis results, this complaint is now determined to be a MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing, the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.